Event description:
Ous MDR - boston scientific received information that during a revision procedure to reposition this right ventricular (rv) lead the patient complained of chest pain after which cardiac tamponade was observed in conjunction with a loss in blood pressure. Perforation was confirmed via echocardiogram. The lead was stabilized and the patient's perforation and tamponade resolved with 10 ml of fluid drained. It was also noted that the patient was diagnosed with sarcoidosis which the physician felt may have affected the thickness of the septum contributing to the observed perforation. No additional adverse patient effects were reported. This lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.